Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/repair the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator had an oxygen (o2) sensor failure. It is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the issue occurred during setup. There was no patient involvement at the time of the event.

Manufacturer narrative:
Covidien reference number: (B)(4). A non covidien service provider checked and found o2 sensor error alarm. Performed o2 sensor calibration but unable to calibrate. Cross checked with working ventilator and found it faulty. The service provider replaced o2 sensor and calibrated. Ventilator is working now. Covidien was not authorized to evaluate/repair the device so the reported complaint could not be confirmed.